Event description:
Patient implanted with prodisc-l at l5-s1 for low back pain approximately 1-1/2 years ago. Patient's symptoms did not improve and leg pain developed. Laminotomy and decompression of the spinal cord was performed in 2009. Prodisc-l implants were not removed. Surgeon completed a posterior lateral fusion at l5-s1. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Implant date 1-1/2 years ago. Implant remains in patient. Synthes is unable to determine manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn, as no device was returned or lot number provided.